Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft limb was attempted for use in a patient for the endovascular treatment of an abdominal aortic dissection. It was reported that the physician attempted to insert the device percutaneous without a sheath. However, the graft cover became caught on the patient¿s skin and damaged the graft cover at the tip. The physician then tried to insert the device through the hemostatic valve of a sheath but the damage was only made worse. The physician then opted to open and use a new device; and the issue was resolved. The physician stated that the cause of the event was that the percutaneous incision was too small for the device. No clinical sequelae were reported and the patient is fine.